Event description:
Boston scientific received information that this right ventricular lead displayed loss of capture after pocket closure. It was reported that the lead had become dislodged after the patient had sat up in their chair. The patient underwent an additional surgical procedure that same day. The lead was attempted to be repositioned but could not be due to tissue in the helix. The lead was explanted and replaced. There were no adverse patient effects reported. The lead was returned for analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Dried blood/body fluid was noted in the helix housing with the helix in a retracted position. The helix mechanism was not functional until the dried blood/body fluid was loosened from the mechanism. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was not able to confirm a lead dislodgement.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.